Event description:
It was reported that the patient had swelling in the entire left arm one month post-implant. Venous doppler testing discovered thrombus at five separate points in the arm. The patient was treated with medication which resolved the thrombus. The device was reprogrammed and remains in use. The right ventricular lead and atrial lead remain in use. The left ventricular lead was electrically abandoned. The patient is a participant in (B)(6). No patient complications have been reported as a result of this event.

Event description:
It was reported that the lv lead was reactivated and continues to be used.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.